Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent lead implant on (B)(6) 2019 and the puncture trial stimulation was started the same date. The patient experienced ineffective stimulation as the trial progressed, and diagnostics revealed high impedances on most contacts for the lead. To address the issue, the physician attempted to wash the lead with saline during a procedure on (B)(6) 2019, but the high impedances remained. The physician opted to explant the lead and replace it with a new model.

Event description:
Follow up information identified when the reported trial lead was explanted on (B)(6) 2019, no new lead was implanted at that time.